Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected concomitant medical products. Product complaint # (B)(4). Investigation summary: examination of the returned device confirms the reported breakage. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The complaint sample consisted of (1) 966385 sp*2 poly tib comp impactor, lot number h0696. Examination of the returned device confirms the nylon impaction head component has broken into two pieces. All pieces of the device were returned. The instrument exhibits signs of heavy usage. A worldwide complaint database search for the product code 966385 identified several similar complaints of damage to the nylon impaction head. The 966385 sp*2 poly tib comp impactor is designed to have the 966388 tib tray impactor celcon replacement component replaced after heavy usage/impacts. The root cause is attributed to product damage/wear out through normal use and servicing. Based on the investigation findings of product damage/wear out through normal use and servicing as the root cause, the need for corrective action is not indicated. Complaint trends will be monitored by post market surveillance through (B)(4). Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: examination of the returned device confirms the reported breakage. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that all poly tibia impactor was broken during impaction. No surgical delay.